Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. Intraocular infection, uveitis/iritis are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Warning: (5) it is very important that the viscoelastic material must be completely removed from the glasses after the surgical procedure is completed. Viscoelastic devices that may be difficult to aspirate should not be used. Note: the initial viscoelastic in clinical trials was a low molecular weight 2% hydroxypropyl methylcellulose formulation. (6) do not use short-chain sodium hyaluronate (viscoelastic), such as viscoat (a registered trademark of alcon) or other highly viscous adhesives such as healon gv (a registered trademark of amo). It is recommended to use a long chain viscoelastic. Hydroxypropyl® methylcellulose viscoelastic such as ocucoat (a registered trademark of bausch & lomb) may also be used. Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a right eye (od) on (B)(6) 2024. The patient underwent bilateral sequential surgery. The msi injector delivery system and sodium hyaluronate ovd were used for lens implantation. Tass was diagnosed on day 1. No diagnostic cultures were performed. Examination identified unspecified "attachments on the posterior surface of the lens". The patient was treated with "steroid medication or eye drops" which resolved the issue. Per information provided on 21-oct-2024 patient condition and status of the eye was reported to be: ucva of 20/20, iop 15mmhg. The lens remains implanted. The reporter states cause for the event was unknown.